Event description:
It was reported that the patient experienced incontinence and erosion with an artificial urinary sphincter (aus) since early 2019. The patient underwent an explant procedure around the same time. There were no device malfunctions associated with the explanted device. On september of the following year the patient underwent a surgical procedure to implant a new aus system. No information was provided about the patient's outcome.